Event description:
It was reported, the patient's ipg pocket site is uncomfortable due to the location. On (B)(6) 2013, the physician moved the ipg pocket site to a more comfortable location.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.